Event description:
It was reported by the rep the device was used during a laparoscopy tubal ligation. It was reported the device would not lock. A second device was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.51079. Endopath dilating tip trocar: based upon inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examinated and would not arm as rec'd. The obturator handle was measured and found to be skewed. The obturator handle is welded during the assembly process.